Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 130, 137, 157 and 160 mg/dl. The customer¿s expected blood glucose test result range is below 90 mg/dl fasting am and below 120 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date is over a month ago. The meter memory was reviewed for previous test result history: result 1: 130mg/dl date: 10/15 time: 1:15p fasting pm 2 hours after a meal result 2: 137mg/dl date: 10/15 time: 8:46a fasting am result 3: 157mg/dl date: (B)(6), time: 8:45a fasting am , result 4: 160mg/dl date: (B)(6), time: 8:44a fasting am , result 5: 151mg/dl date: (B)(6), time: 8:43a fasting am , result 6: 109mg/dl date: (B)(6), time 8:42a fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned - customer had returned an empty vial. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 03-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.